Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pace impedance over 2500 ohms, no sensing and loss of capture. Under fluoroscopy it was found that the lead was fractured. The lead was capped and new lead was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pace impedance over 2500 ohms, no sensing, and loss of capture. Under fluoroscopy it was found that the lead was fractured. The lead was capped and new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.